Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a 35 cm lesion located in the superficial femoral artery (sfa) to the adductor canal. A pass was made through to the distal portion of the sfa, when the device stopped aspirating. The device was pulled out and an angiogram was taken. The sfa was opened with a small lumen and very slow flow. An angiogram was then taken below the knee where thrombo-emboli was at the tibial peroneal (tp) trunk with no flow in the personal and posterior tibial (pt). A retrieval catheter was used along with a thrombolytic agent, nitroglycerin and finally balloon angioplasty, which eventually opened up the peroneal artery. The pt would not open. The pt left with a one vessel run-off however her foot was still warm.